Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: one opened complaint sample was returned for analysis for code nw3718 lot v8004. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the bottom foil. No defects are observed on the opened part of the sealing area. Suture and needle material were not returned for analysis. Five retain samples of incident codes and lot number were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for straight pull test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Batch manufacturing record was also reviewed for various stages of manufacturing and line clearances and found to be complying. The incident batch was manufactured in the month of june 2018 and during complete manufacturing of incident batch material with suture size 8-0 was issued to manufacturing which eliminates the risk of material mix-up. Finished good record was reviewed for diameter test value, tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to performance-suture diameter issue, suture diameter test is applicable & measurable parameter. Suture diameter test was performed over five retain samples to check the behavior of the suture material. The average suture diameter value of the retain sample was found to meet the usp average diameter requirement. All the individual minimum and maximum values were also found to be meeting specification requirement. As the complaint is related to suture diameter related issue hence, test report at the time of raw material release were also reviewed for raw material and found to be meeting all the specification criteria. All the individual as well as average diameter test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the label on one foil indicate 8-0 in a box of 10-0 ethilon product? No, suture strand inside the 10/0 foil nw3718 ,was found to be 8/0 size . Did one device visually appeared to have a different suture diameter with correctly labelled foil as per information on the box? Yes they use only nw3718 ¿ 10/0 ethilon. Did the suture had variation in diameter across its length, within the same strand? ¿ yes, dr says in her loop she could appreciate it as 8-0 ethilon size through out the length.

Event description:
It was reported that a patient underwent an extra capsular cataract extraction, on (B)(6) 2019 and suture was used. The surgeon opened the foil, while she was about to suture cornea, she observed that the suture size was equal to 8/0 instead of 10/0 size. No adverse patient consequences were reported. Additional information was requested.